Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was only lasting 7-8 hours. The patient was put on hd settings 2 weeks prior to the report and since has had to charge frequently. They get good communication but at the slightest movement they loose coupling. The rep then stated that the though communication had been a problem since implant. It was taking the patient hours to charge their ins and it was also noted that the recharger does not stay charged for very long. Going from 100% to 80% after 15 minutes. The controller would show poor communication while charging and would beep. The controller was set to level 4 for recharge efficiency and it was reviewed with the patient not to check the charge level constantly while recharging. No patient complications were reported.